Manufacturer narrative:
Batch 3498623 was tested for dough time, setting time, handling time, benzoyl peroxide content, dmpt content and identification of polymer and monomethyl methacrylate. The results were reviewed and these are all within specification. Review of device history records finds no related manufacturing deviations or anomalies that would have contributed to the reported event. A search of the complaints databases finds no other reports against the product and lot code combinations since release to distribution. The IFU details information that patients should be carefully monitored for any changes in blood pressure during and immediately following the application of bone cement. The investigation could not draw any conclusions regarding the reported event with the information available. It is unclear from the information provided if the patient cardiac arrest was related to the bone cement, or was not related.

Event description:
After application of bone cement the patient´s state of health worsened. At the moment he is on ICU. (B)(6) 2013, during implantation of a duohead prosthesis.